Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an excision of left forehead cyst, after carpal tunnel surgery completed on this patient, a bovie was used for the cyst. When it was started up, flash fire occurred, left cheek and nose had minor burns and left eyebrow and eyelashes and mustache were singed.